Manufacturer narrative:
510(k): report is for one (1) unknown nail, part number unknown, lot number unknown; UDI unknown. An implant date of (B)(6) 2015 was reported in error; device was not implanted / explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown part number/lot number for the class iii device (pro-disc implant). UDI # unknown part number, UDI is unavailable. Unk - nail. Not explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure on (B)(6) 2015 while drilling for the lag screw the drill bit hit the anterior portion of the nail. The drill bit was removed and another drill bit was used without incident. The lag screw was then placed but was inadvertently passed anterior to the nail. The lag screw was removed and all instrumentation was disassembled, and nail was removed. All instrumentation was checked and there was no visible damage to any of the instrumentation other than the first drill bit, the distal tips were deformed slightly. A new nail was placed and the same instrumentation was reused and the same lag screw was inserted without difficulty. Extra x-rays were required related to this event but they are unavailable for our investigation. A larger incision than planned was required related to this event. The procedure was successfully completed with a 45 minute surgical delay. This report is 5 of 6 for (B)(4).